Manufacturer narrative:
Other text: one medfusion pump was received in good condition with no appearance of any physical damage. The event history log (ehl) was reviewed and there were force sensor alarm and invalid syringe size error messages. There was no syringe plunger not in place message in the history. The power up process, a check and test of force sensor, a syringe test and check of the reading of size sensor tests were conducted. The force sensor test error and invalid syringe size test were unable to be replicated during testing. The force sensor and syringe test were all within the required specifications. This issue was customer induced via the customer?s disturbance of the pump during its self-test process. This was determined by observing that the steady state reading of the forces sensor was significantly lower than the force sensor reading recorded in the ehl during the pump?s startup self ?test. The barrel head screw was found slightly loose which was causing the intermittent invalid syringe size error. The barrel head screw was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had multiple alarms, a force sensor alarm, syringe size alarm and a syringe not in place message. There was no reported adverse event.